Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping in the middle of the night, her infusion set's tubing detached at the quick release / site connects. This issue happened with two sets. Reportedly the blood glucose level was high around 250 mg/dl in the middle of the night at time of incident. The site location was the side of her thigh, and the pump laid besides her at night because she was sleeping. One of the infusions was used for two days and the other detached the same day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing, but the patient thought she rolled over on it. Reportedly the pump was not dropped with the set connected to the patient's body. No further information available.